Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / location uterus/migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 788026, 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure implant was done on the same day" (seriousness criteria medically significant and intervention required). The patient's medical history included gallbladder removal (2008). Previously administered products included for prevent pregnancy: mirena from 2007 to 2009. Concurrent conditions included migraine, vaginal bleeding and asthma. Concomitant products included salbutamol since 2008 for asthma as well as oral contraceptive nos from 2010 to 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/excessive cramping, painful menstrual cycle") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and mood swings ("mood swings"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psych injury/depression"), alopecia ("hair loss") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraine/migraines / headaches"). The patient was treated with sumatriptan and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, depression, fatigue, weight increased, alopecia, mood swings and anxiety outcome was unknown, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2012 and (B)(6) 2011 and 20 (B)(6) 2010. She received treatment for general abnormal bleeding. Discrepancy noted in hsg test date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: left fallopian tube appears to be occluded with the essure device, right remains patent; on (B)(6) 2011: no evidence of residual fallopian tube patency. Imaging procedure - on (B)(6) 2011: essure confirmation test unknown: not provided. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: new events were added: mood swing, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and pelvic pain. Event psych injury was updated to depression. Onset date of the events were added: weight gain, fatigue and hair loss. Outcome of the event migraine was changed from unknown to recovering. Reporter information, medical history, treatment, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / location uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, genital haemorrhage, psychological trauma, fatigue, weight increased, alopecia and migraine outcome was unknown. The reporter considered alopecia, device expulsion, fatigue, genital haemorrhage, migraine, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2012 and (B)(6) 2011. She received treatment for general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event ¿injury¿ was replaced by more specific information: migration/ in uterus, general abnormal bleeding, psych injury, fatigue, weight gain, hair loss and migraine. She underwent a hysterectomy + salpingectomy. Patient dob, device removal date and lab data were added, device insertion date and reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.